Event description:
Line d running heparin per order 1000 u/hr. First bag hung on 10/17/92 @ 1340 hours. 500cc infuseed on 10/18/92 @ 0600. Ptt on 10/17 @ 2100 was 26. Second bag hung on 10/18/92 @ 0600 hours same rate. 500cc infused. Ptt drawn 10/18/92 @ 0625 hours reported as 119. Third bag hung on 10/18/92 @ 1100 hours at 800 u/hr (16cc). Ptt ordered on 10/18/92 @ 1430 hours reported as greater than 300. Third bag discontinued at 1430 hours 10/18/92, 300cc absorbed. IV rate rechecked and verified by two rn's (at 16cc as ordered) at 1430 hours on 10/18/92. Protamine sulfate ordered 150 mg in d5w slowly over 15". Ptt on 10/18/92 (2 hours after protamine sulfate) reported as 31. Line a was running maintenance IV at 50cc/hr, line b dopamine 3-8cc/hr, line c IV piggybacks. Other device in use: abbott no. 11169 primary IV pump set. Cassette sent to abbott per their request with our request that it be returned when testing complete.device not labeled for single use. Patient medical status prior to event: critical condition. There was not multiple patient involvement.device serviced in accordance with service schedule. Date last serviced: 01-sep-92. Service provided by: independent service organization. Service records available.no imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, electrical tests performed, performance tests performed, visual examination. Results of evaluation: telemetry failure, none or unknown, none or unknown, none or unknown. Conclusion: device evaluated and alleged failure could not be duplicated. Certainty of device as cause of or contributor to event: maybe. Corrective actions: device permanently removed from service, device returned to manufacturer/dealer/distributor, inserviced by manufacturer/distributor representative. The device was not destroyed/disposed of.